Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary tract infections, pelvic pain, dyspareunia, dysuria, vaginal discomfort along urethra, vaginal pain and palpation of sling. A cystoscopy and mesh excision were performed